Event description:
It was reported that the patient presented to the emergency room having had "long periods" of asystole and syncope and "at some point during this time" chest compressions had been performed. Upon interrogation of the device, it was found that the right ventricular (rv) lead impedance was not able to be determined, there was no capture at maximum output in bipolar pacing configuration and unreliable capture at maximum output in unipolar pacing configuration. A lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported until the result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal low voltage conductor was fractured from being flexed. It was noted that the distal end low voltage electrode was covered in blood, the outer insulation had a cosmetic depression and the outer insulation was breached from being cut and melted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).